Event description:
Healthcare professional reported "since the expanding tissue expander has shrunk, damage was suspected". Affected side is unknown. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "since the expanding tissue expander has shrunk, damage was suspected".